Event description:
On (B)(6) 2009, the patient reported that sometimes the down button of his infusion device does not respond when pressed. He stated he will continue to press it until it responds. He stated that on one occasion, the up button did not respond when pressed but it is working currently. He noticed the issue 10 days ago. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.